Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
It was reported via voluntary medwatch that the patient's left ventricular (lv) lead exhibited a high pacing impedance. No intervention was performed, and the patient was stable.